Event description:
The customer reported that insulin was leaking at the top of the reservoir while attempting to fill the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three opened and used reservoirs and only one transfer guard perform the pre-fill reservoir and transfer guard test per specifications and one reservoir failed. Remaining reservoir passed per specifications. No occluded anomalies were observed during analysis. Also performed the manual prime, and high-pressure tests per specification using a new lab with infusion set along with insulin pump both reservoir passed. No leakage anomaly were observed during analysis. Checked o-rings for defects and none were found. Reservoirs were connected and locked properly.